Manufacturer narrative:
Section b5: additional information. Section g3: correction. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed slight elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between the device and the reported events could not be conclusively established. The submitted log files contained relevant data from (B)(6) 2019 through (B)(6) 2019 and (B)(6) 2019 through (B)(6) 2019. Slight, transient, elevations in pump power and estimated flow, ranging from 6.2-6.5 watts and 7-7.7 lpm, respectively, were observed between (B)(6) 2019 and (B)(6) 2019. These elevations did not appear to be associated with pi events. Despite the fluctuations in pump parameters, the pump appeared to function as intended, operating above the low speed limit for the duration of the files. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Furthermore, this document describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the elevated pump power was undetermined. The patient plan of care was to monior, check serial lactate dehydrogenase and plasma free hemoglobin. The issue resolved and the patient is stable.

Manufacturer narrative:
Approximate age of device - 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient experienced elevated power consumption and elevated blood pressure. It was later reported that the patient was experiencing blood in his urine. No further information provided.